Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the child patient experienced an event of infusion set bent cannula on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for less than one day. The blood glucose level was 500 mg/dl and the patient was treated with insulin pump. No further information available.